Event description:
During an initial implant procedure, a loss of capture and failure to sense were observed on the right atrial (ra) lead. The ra lead was explanted and a new ra lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a lead was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region which cause the reported events. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.